Manufacturer narrative:
(B)(4). H6: type of investigation - additional/correction: add code 4119 on initial MDR-(B)(4).

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
B5: describe event or problem ¿ correction h2: correction h6: type of investigation - correction: remove code 4119; realized that 4119 did not need to be added in the first supplemental MDR-(B)(4) and that 4119 should only be used when you absolutely have no codes for the type of inv

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. It was determined that the signal loss was related to the mobile application. The probable cause of the signal loss was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.